Event description:
It was reported that balloon rupture occurred. The patient presented with chronic limb threatening ischemia and underwent endovascular therapy. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote balloon was advanced for dilatation. However, during the third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and patient condition was good.